Event description:
On 7/2/97 the pt underwent a laparotomy with subtotal colectomy and anastomosis of the distal ileum to the recto-sigmoid colon due to extensive colon ca. On 7/6/97 the pt complained of increasing abdominal pain, emesis and fever. A CT scan of the abdomen on 7/6/97 showed a large amount of ascites and intestinal wall thickening. The pt deteriorated experiencing hypotension and respiratory failure. He was taken to surgery which showed a frank abcess cavity with fibrinous exudate around the ileorectal anastomosis. The anastomosis was gently explored and a leak was noted where the staple lines had coalesced. The following ethicon staplers were used during the procedure: tl-75, tl60, roticulator 55-4.8.